Event description:
It was reported by the customer that during an unknown procedure, the two devices misfired during the case. Another device was used to complete the procedure. No adverse consequences reported. No additional information is available.

Manufacturer narrative:
(B) (4). (B) (4). Ejected and malformed clips the device was returned in good visual condition. The instrument was cycled, fed and ejected 15 clips and formed 3 clips with gap. The instrument lock out was functional. It could not be determined what may have cause the firing issues. A batch record review was performed and no anomalies were found during the manufacturing process.